Event description:
Baxter reported, "leakage occurred from a female connector (blue part) while the twist clamp was closed." No pt injury or medical intervention was associated with this incident per baxter.